Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated after the user rebooted the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that while attempting to perform system calibrations, the imaging system displayed a frame rate error. After 8 attempts, the calibrations were able to be completed. There was no patient present when this issue was identified.